Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for undefined high left ventricular (lv) lead impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.